Manufacturer narrative:
The insulin pump passed the displacement test and basic occlusion. The insulin pump alarmed motor error during occlusion test and unable to prime during prime test due to loose/tilted drive support disk. No prime alarms noted. The insulin pump was received with partially broken reservoir tube lip, minor scratches on display window, cracked case on the display window corner, cracked belt clip slot, cracked battery tube threads, missing end cap sticker and missing reservoir tube o-ring.

Event description:
The customer reported via phone call indicating that the insulin pump alarm an a33 during prime rewind. Customer's blood glucose was 67 mg/dl. The customer was treated low sugars with juice. The customer stated that the drive support cap is protruded. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.